Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer fell and physically damaged the ilet, resulting in a cracked screen, and a replacement ilet was shipped with a request to return the original device. Symptoms included no reported glycemic issues, as the customer had not begun using the ilet. Outcomes included no medical intervention and no hospitalization. Investigation included collection of photographs of the damaged device and follow-up outreach regarding return logistics and inspection of the returned device. Investigation of this device revealed external mechanical damage from accidental impact consistent with a cracked or broken display assembly, with no indication of device malfunction prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.